Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. The following devices were also listed in this report: exeter v40 stem 37.5mm no 1; cat# 0580-1-371; lot#g5591389, delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot#50078503, 2.0mm 22-13-5 ss cable/slv set; cat# 3704-0-510; lot#49569701, trochanteric grip; cat# 3704-2-080; lot#g5576785, primary tritanium hemi cluster hole cup 50mm; cat#502-03-50d; lot#44073701, 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mll8pw, 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mll8pw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient unfortunately injured the left hip back in 2014 when she had a fall and sustained a fractured neck of femur. She underwent internal fixation, using a proximal femoral nail. She had the nail and screws removed in 2015 but due to ongoing pain subsequently underwent a left total hip replacement. This was unfortunately complicated by a wound infection with staph aureus but she didn't require any re-operation. This pi relates to infection.

Manufacturer narrative:
Product was not returned. Additional information: gender. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided .a memo provided by a principal microbiologist concluded based on the data reviewed, it was not possible that the isolated bacteria associated with the infection was introduced to the surgical medical device implants. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient unfortunately injured the left hip back in 2014 when she had a fall and sustained a fractured neck of femur. She underwent internal fixation, using a proximal femoral nail. She had the nail and screws removed in 2015 but due to ongoing pain subsequently underwent a left total hip replacement. This was unfortunately complicated by a wound infection with staph aureus but she didn't require any re-operation. This pi relates to infection.